Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) displayed a code 1005 which is indicative of an open circuit condition was detected during shock delivery. Shock impedance measurements were high out of range when attempting to deliver shock therapy. This patient experienced a ventricular fibrillation (vf) in which this ICD provided anti-tachycardia pacing (atp) and seven shocks, and the rhythm did not convert. The health care professional (hcp) was unsure whether one of the shocks was from paramedics converting this patient. Ultimately, this ICD was explanted and replaced. A return request is being sent to the field. No additional adverse patient effects were reported.